Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The pd catheter was removed and the patient began hemodialysis. The patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was unknown. The patient was treated with 2 grams of vancomycin intravenous (IV) and 1 gram of fortaz. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.